Event description:
It was reported that, during a shoulder joint glenoid labrum repair surgery, the bioraptor broke while implantation. The procedure was completed with the same device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder joint glenoid labrum repair surgery, the bioraptor broke while implantation. All the piece were removed from the patient by tweezers. The procedure was completed with the same device. There was a non-significant delay and no further complications were reported. Patient bone quality is good. The back up device was used in an additional bone hole, a void was left in the patient. The instrument to prepare the insertion site was a 2.9mm drill. Patient current status is good. The surgeon was ultimately satisfied with the surgical outcome.

Event description:
It was reported that, during a shoulder joint glenoid labrum repair surgery, 2 bioraptors broke while implantation. All the piece were removed from the patient by tweezers. The procedure was completed with the same device. There was a non-significant delay and no further complications were reported. Patient bone quality is good. The back up device was used in an additional bone hole, a void was left in the patient. The instrument to prepare the insertion site was a 2.9mm drill. Patient current status is good. The surgeon was ultimately satisfied with the surgical outcome.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned devices found that they are not in their original packaging. Device 1: the insertion device has a bend in the distal tip of the device, the anchor is fractured at the proximal end. There is debris on the anchor and the insertion device. Device 2: the insertion device has the internal structure of an anchor and some suture threads attached. There is debris on the insertion device and anchor fragment. Based on the condition of the product material found during visual inspection, additional material testing is not required. Since no further harm is anticipated no further clinical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.